Event description:
During preventive maintenance of the pump system, the roller pump would not power on. No pt injury was reported as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.